Event description:
It was reported that the customer's insulin pump alarmed during rewind. The drive support cap did not appear to be damaged. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump failed the displacement test and motor error alarm noted during rewind as a result of the motor encoder signal being out of phase. The device had scratched lcd window and cracked battery tube threads.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.